Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, the insulin gauge displayed an inaccurate fill estimate and remained static. Blood glucose ranged from 189-325 mg/dl. Multiple supply changes were performed to address the occlusion alarms. Reportedly, the customer reloaded the cartridge successfully and obtained an accurate fill estimate.